Event description:
The customer reported the hd autoclavable camera head has a cable break. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the image disappeared and ceased to emerge due to cable break. In addition, the cable was leaking in two places and the adapter was knocked out and wobbled. The probable cause of the defects were due to normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that an image was not displayed because a communication failure occurred due to the faulty cable. As to the cause of the faulty cable, it was found that there was a cut on the cable, and water got inside the device from the cut. It was determined that this deteriorated the cable and made it defective. Olympus will continue to monitor field performance for this device.